Manufacturer narrative:
H3 - non-destructive visual evaluation was performed on the subject 2-1973-01 tri-axial elbow revision barrel and 2-1973-02 tri-axial elbow revision yoke (medwatch report #1219655-1997-24). The barrel and yoke were revised because of dislocation of the tri-axial elbow ulnar component from the humeral component. The wear channel of the barrel showed abrasive wear and deformation which allowed the components to dislocate. In summary, during elbow revision surgery, a tri-axial elbow revision barrel and revision yoke were replaced. There were no apparent material or mfg defects noted on either of the components.

Event description:
Revision surgery performed due to polyethylene wear of elbows as well as metallic wear of elbow catalog #2-1973-02, subject of medwatch MFR's report no. 1219655-1997-0024 and same co's internal reference number 97r00079.